Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A pressure test and clear passage under water were performed, and no defects were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink, non-dehp solution set leaked parenteral nutrition (pn) from where the bag was spiked and the solution was running down the intravenous (IV) line. The issue occurred approximately 8 hours into a patient infusion via an IV pump at a flow rate of 4.31ml/hr. To resolve the event, pn was stopped and normal saline was run at the same rate (4.31ml/hr) as a chaser for lipid. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.